Manufacturer narrative:
(B) (4) = feeder shoe damaged with clip present in device the analysis results of the el5ml found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon activation of the trigger, the clips were not fed into the jaws. In order to evaluate the device's internal components the device was disassembled. Upon disassembling, the feeder shoe was found to be bent, thus preventing the proper feeding of the clips into the jaws. However, it could not be determined what may have caused the found condition of the feeder shoe. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, after the access site achieved, the delivery system pullwire was unable to be retracted for stent deployment. The procedure was successfully completed another device (device name and manufacture unknown) with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken push catheter.

Event description:
It was reported that during a low anterior resection procedure, when the surgeon was using the device, the formation of the clip was distorted. This problem continued and the surgeon had to use another clip device for ligation. There was no fatal effect for the patient, but the surgeon had to spend additional five minutes for the surgery.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.